Manufacturer narrative:
Suspected device information unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued use of their scs system for several years due to ineffective stimulation. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken wherein the entire scs system was explanted and replaced with a new system.

Event description:
Follow-up identified the issue resolved with replacement of the lead.